Event description:
Reporter noted posterior capsule tear had occurred using third party I/a handpiece. When attempting to do a vitrectomy with a third party probe, the anterior vitrector would not work; switched out unit to complete case. Customer didn't consider this event to be a patient injury.